Event description:
It was reported this right ventricular (rv) lead had exhibited noise. The lead later began oversensing noise without pacing inhibition. The lead was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.